Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient had telemetry issues with their device and it was stated the patient's device was in overdischarge. It was noted the manufacturer representative met with the patient the day of report to do a physician mode recharge (pmr) and then the patient was doing the pmr on their own. Reportedly, the patient's last successful recharge session was six to twelve months prior to report. It was stated the patient had not been able to read their device since (B)(6) 2012. It was noted the device was possibly at its end of life because they hadn't been able to turn it on or interrogate the device using the patient programmer or recharger. It was stated the patient had always been good about recharging their device. It was later reported, the patient was always recharging so the overdischarge was not due to compliance or malfunction. There were no adverse symptoms related to the event other than a return of pain. Reportedly, no troubleshooting or interventions were necessary. Additional information stated the patient was unable to charge their implantable neurostimulator after several pmr attempts. It was reported the patient was going to meet with their healthcare provider about receiving a replacement device.

Manufacturer narrative:
Concomitant products: product ID 37742, serial # (B)(4), implanted: (B)(6) 2008, product type programmer, patient; product ID 3708340, serial # (B)(4), implanted: (B)(6) 2006, product type extension; product ID 7495-51, serial # (B)(4), implanted: (B)(6) 1998, product type extension; product ID 3487a-33, lot # j0349366v, implanted: (B)(6 )2004, product type lead. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that an over-discharge occurred. It was reported that the patient didn't stop recharging and that he hadn't been able to charge or have his device read since november. It was noted that the patient had not been "able to turn it on or get anything read upon the programmer or on the recharger since november. It was noted that the patient said that he was "always good about recharging" and that he "used it all the time." It was later reported, the patient was always recharging so the overdischarge was not due to compliance or malfunction. There were no adverse symptoms related to the event other than a return of pain. Reportedly, no troubleshooting or interventions were necessary. Additional information reported that it was unknown whether or not the patient was able to receive a normal charging session after attempting a trickle charge. Additional information stated the patient was unable to charge their implantable neurostimulator after several pmr attempts. It was reported the patient was going to meet with their healthcare provider about receiving a replacement device.